Event description:
It was reported by a surgeon that an edwards valve was explanted. Reason for explant and implant duration have not yet been provided to edwards despite multiple follow up attempts.

Manufacturer narrative:
Minimal information was provided for this event by the healthcare provider (hcp) upon reporting. Despite multiple attempts by edwards to obtain event details, patient records and device return; no information has yet been provided by the hcp. The explanted device has not yet been returned for evaluation. Additional information will be reported once provided.